Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer's blood glucose (bg) was 500 mg/dl. The customer reverted to manual injections for insulin therapy.